Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is being reported under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed no kink in the shaft and guide wire patency was performed with no abnormal observations. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that placement of the proglide sutures were attempted in a common femoral artery using the preclose technique prior to an interventional procedure. Reportedly, several attempts with different wires were used to push through the resistance to rewire the proglide. A stiff wire and then the proximal end of the wire were used to get access. The resistance was described as hard blockage rather than a clot formation. A second proglide device was used with the same results. There was no reported adverse patient sequela. The index procedure was completed and hemostasis was achieved with the replaced proglide sutures. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.